Event description:
Complainant alleged that a nurse was attempting to power on the device. However, the device was showing no signs of power, so the nurse started wiggling with the power cord. At that time, the nurse received an unintended delivery of energy that went up their arm into their shoulder. Complainant indicated that there was no adverse effect to the nurse due to the reported malfunction. Complainant indicated that there was no pt involvement in the reported malfunction.